Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumber interbody fusion (tlif) on an unknown date. At the end of the procedure, as the surgeon was releasing the implant from the transforaminal posterior atraumatic lumbar (t-pal) applicator, he noticed that the piece that connects the insertion device to the implant holder broke off distally. The implant was released with no issues. The procedure was already completed when this was discovered and therefore, there was no impact to surgical time and no patient harm reported. The device was inspected by the evaluations department and it was found that the tip of the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft broke in the t-pal spacer applicator knob. Concomitant device reported: t-pal spacer applicator handle (03.812.001, lot unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part no.: 03.812.003 lot no.: 9706535. Manufacturing location: (B)(4). Release to warehouse date: 19.jan.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and retained by the returned knob. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and proximal coupling. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. As no serious injury was reported, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.